Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number is unknown, therefore, the UDI number only will contain the device identifier. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had flow issues during patient infusion in the emergency department. A blood transfusion was observed to be not infusing as indicated on the IV pump. Upon inspection, the chamber was found to be empty, with no visible drops, and the blood appeared to be flowing back into the baxter set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.